Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a wound closure procedure on unknown date and the suture was used. Three-six weeks of post-op, the patient experienced a superficial infection. It was also reported that the culture test was possibly performed and possible staph or coliform bacteria was found. The doctor opined that may be this suture is not the ideal suture for placement close to the skin.